Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device would not recognize the locked cassette. It is unknown, if there was patient involvement. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal degraded and the lcd lens had scratches. The event history log was reviewed and functional testing performed; the reported issue could not be replicated or confirmed. However, the root cause was determined to be contamination found at the latch lock flex circuit sensor grid strips. The latch lock flex circuit sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.